Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the customer was in the hospital emergency room with diabetic ketoacidosis due to running out of supplies. Customer could not get the supplies as the spouse was not letting them into the house and father requested the supplies to be sent to him. Customer declined troubleshooting and will call back when feeling better.